Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.

Event description:
The customer reported that oozing of 5 cc occurred although an end tone, indicating a completed seal cycle, was heard. The oozing was stopped with the same device. This occurred during the seventeenth seal on a vein that was 3-4 mm in size. The same device was used to complete the procedure and there was no pt injury.